Event description:
Tampon left behind, get stuck [foreign body in reproductive tract]. Pinched vagina [vulvovaginal injury]. Applicator pinched vagina [medical device site injury]. Irritated-vagina [vulvovaginal discomfort]. Vagina felt irritated by them [medical device site irritation]. Pinched vagina trying to get it in, couldn't get it in [complication of device insertion]. String came out leaving tampon behind [device breakage]. Case description: consumer reported via social media that she couldn't insert tampon and the string came out of tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.